Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d1, d2, d4, g3, g4, g6, h1, h2, h4, h6, h11 the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d4, d5, d6a, g3, h2, h3, h6. D4: the UDI reported in a previous submission is not valid. UDI field should be considered blank. D6a: the exact implant date is unknown, but was reported to have occurred in 2010. The reported event was confirmed via radiographs. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Provided radiographs were reviewed by a healthcare professional and identified the following: there is a fracture of the proximal aspect of the humeral implant with mild displacement of the humeral tray articular portion but no frank dislocation. There is no implant loosening. The glenoid implant appears unremarkable. A screw fragment is noted within the proximal humerus laterally. The root cause of the reported issue is attributed to design deficiency. The product was previously recalled and the identified root cause of higher-than-normal fracture rates to be a design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report at this time.

Event description:
It was reported that the patient was revised fifteen years post initial implantation due to the fracture of the post of the humeral tray. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.